Event description:
An end user reported that a port catheter, which is currently implanted in an average size male patient, is bunching/migrating and twisting like a pretzel. Despite multiple good faith effort attempts, no further details were provided.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of catheter tubing malposition (bunching/migrating) during in situ use cannot be confirmed given the patient centric nature of this event. No port/catheter product was returned to angiodynamics for evaluation since there was no reported port device malfunction, just catheter malposition. Port catheter malposition is cautioned in the device directions for use (dfu) as potential complication for an implanted port system. A device history record (DHR) review of the packaging/catheter lots could not be performed since there was no reported lot number. Labeling review: the directions for use (dfu) that is provided in the port kit contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. · a blood return should be present prior to usage of device for any therapy or testing. · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions to avert device damage and/or patient injury during catheter placement: · carefully follow the catheter to port connection technique provided in the dfu to ensure proper device connection and to avoid catheter damage. · assure tight connection between port body and catheter. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: - air or catheter (or catheter fragments) embolism - catheter occlusion, malposition, dislodgement, fragmentation, migration, disconnection or rupture - implant rotation or extrusion placement of catheter estimate the catheter length required for the tip placement by placing the catheter on the chest along the venous path to the lower third of the svc at or near the cavoatrial junction advance the catheter through the sheath and into the vessel. Note: to prevent kinking the catheter, it may be necessary to advance in small steps by grasping the catheter close to the sheath. Some resistance may be felt when advancing the catheter. Precautions: avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen. When the catheter is properly positioned, crack and peel the sheath handle in half and continue to pull so that the sheath separates longitudinally while withdrawing the sheath from the vein. Make sure the catheter is not dislodged from the vessel. Position port and close incision site 1. Place the port in the subcutaneous pocket away from the incision line. 2. Verify correct tip position using fluoroscopy or other appropriate technology. 3. Access the port with a non-coring needle and assess patency. Conduct flow studies on the catheter using a non-coring needle and a syringe to confirm that the flow is not obstructed, that no leak exists, and that the catheter is correctly positioned. 4. Aspirate to confirm the ability to draw blood. 5. Secure to the underlying fascia using one non-absorbable, monofilament suture per suture hole. 6. Close the incision site(s). 7. Access with non-coring needle to confirm patency by aspirating blood and flushing 8. After implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. Refer to the "use and maintenance" section of this dfu for recommendations. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).